Event description:
Coiling treatment of a mca aneurysm. After the coil was implanted and after deflating the occlusion balloon. It was reported the catheter slipped out of the aneurysm and the proximal end of the coil came into the parent artery. A stent was placed across the neck to prevent the coil from protruding into the parent artery. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.